Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Records indicate patient received a right attune total knee arthroplasty. The patient also underwent a left attune total knee arthroplasty that is captured on a linked npi. No allegations provided of patient injury or product failure, nor report of revision. Doi: (B)(6) 2016 (right); dor: unknown (right).